Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change errors occurred while the customer was loading multiple cartridges. Blood glucose was 335 mg/dl. Insulin injections were to be used for insulin therapy.